Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous iliac artery. When attempting to deploy a 6.0x120mm absolute pro ll self-expanding stent (ses), the thumbwheel became stuck and the stent failed to deploy. The handle was disassembled and the stent was able to be deployed. A new 6.0x120mm absolute pro ll ses was used in addition to the first absolute pro stent, to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported mechanical jam and activation failure could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints and unexpected medical intervention appear to be related to operational context. Return device analysis noted that there were multiple instances of bunching across the length of the stent sheath. In this case, it is likely that the stent sheath interacted with the mildly calcified and mildly tortuous anatomy such that the sheath became bunched and subsequently prevented the shaft lumens from moving freely; thus, resulting in the reported mechanical jam with the thumbwheel and the reported activation/deployment failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.